Event description:
It was reported that intraocular lens (iol) was inserted and removed from patient¿s right eye during the same procedure, due to improper fit. It was noted that a vitrectomy was performed but the incision was not enlarged. It was further noted that suture was used. A replacement lens was placed of a different lens model and diopter (za9003 diopter 13.5), serial number (B)(4). No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported that the improper fit of the intraocular lens (iol) was due to patient anatomy and vitrectomy was performed prior to lens insertion. Also, there was no damage to patient's capsular bag and the suture was unplanned. Patient is reported to be doing fine, post-operatively. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.